Event description:
It was reported that during an installation the cardiosave intra-aortic balloon pump (iabp) had a leaking sound when installing the helium cylinder. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) reattached the helium cylinder, it improved, started the unit and checked the value of x5 (internal helium). When the stopper of the helium cylinder was closed and the degree of decrease was confirmed, it was confirmed that there was a leak of 1 psi every 2 to 3 seconds. To fix the issue, the fse replaced the hi pressure helium regulator which corrected the gas leak, and no leak was seen even at x5 value. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site telephone: (B)(6).